Event description:
It was reported that during a turbinectomy procedure using the reflex ultra ptr wand, the wand tip allegedly sparked and smoked. The surgeon removed the wand from the surgical site and noticed that the tip of the wand appeared to be missing. There was a 60 minute surgical delay while the surgeon looked for the tip, but nothing was found. An xray was taken as a precaution and there was no visible debris in the surgical site. The procedure was completed with a back up wand and no further patient complications were reported as a result of this event.